Event description:
A (B)(6) boy has implanted with the spva valve (ventriculo-peritoneal shunt) for 2 years. The doctor reported that the valve keeps adjusting on its own, the boy has come in regularly for re -adjustments. The family borrowed adjustment kit to do "reprogrammation" on their own for 1-2 times. The valve was finally explanted in (B)(6) 2015.

Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: functional test shows that the ruby ball is stuck on the seat of the siphon x so flush air or alcohol is impossible. The valve unstuck of the reservoir doesn't show any defect concerning setting pressure the valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The obstruction by biological debris is a known short and long term adverse event inherent to csf shunting system. The pressure setting change problem is not reproducible under laboratory condition. The initial report was originally submitted in october 2015 the initial report is resubmitted in january 2020 as requested by the FDA. The information provided in october 2015 has not been modified except: manufacturer contact email, type of report (30 days), medwatch 3500a format which has been updated since 2016.